Event description:
Customer reported that when the css console was connected to hosp wall air after being supporting by the air tank, the console did not switch back to hosp air unless the gauge on the air tank was tapped. The pt was switched to a back-up css console. There was no pt impact. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. Redundant pneumatic systems are available. An investigation will be conducted by syncardia, and the results will be reported in a supplemental MDR.